Manufacturer narrative:
Physio-control provided the customer, a biomedical engineer, with technical troubleshooting assistance and made recommendations on part replacement. It was later confirmed by the biomedical engineer that he replaced the device's therapy connector assembly due to broken pins that had become lodged inside the connector. After observing proper device operation through functional and performance testing the device was placed back into service for use. The device has not been returned to physio-control for evaluation.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device gave a "connect electrodes" message during testing. The message indicates that the test load was not being detected and, as a result, defibrillation may not be possible if it were necessary. There was no patient use associate with the reported event.